Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment broke off and reservoir was loose. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.